Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received motor position encoder error alarm and motor error alarms. The customer's blood glucose was 66 mg/dl at the time of incident. The customer stated that the low blood glucose was treated with juice. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was exposed to MRI. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.